Event description:
I had filshie clips implanted in 2011. Since then I have suffered increasing health problems including heavy periods, pelvic pain, back pain, joint pain, leg weakness, chronic fatigue and autoimmune issues. These issues have required intervention by multiple medical professionals. Recent x-rays to investigate the cause of tingling and numbness in my hands and feet show the left clip is no longer on the fallopian tube. The clip has migrated to my upper left quadrant.